Event description:
It was reported that on an unknown date, the patient underwent surgery with the buttress/compression nut, blade/screw guide sleeve, and unknown aiming arm in question. When the blade inserter for tfna was removed it was discovered that the blade guide sleeve was trapped with the aiming arm. While addressing this issue, it was found the blade/screw guide sleeve threads would not release the buttress/compression nut. The procedure was successfully completed without surgical delay. There was no patient consequence. There is no further information available. This report is for one (1) buttress/compression nut. This is report 1 of 3 for pc-(B)(4).

Manufacturer narrative:
Additional narrative: complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Codes updated to imdrf codes. Visual inspection: the buttress/compr-nut (p/n: 03.037.016, lot #: 9405831) was returned and received for analysis. Upon visual inspection, no defects were detected along the device. Functional test: when the compression nut is being rotated it gets stuck at the stripped threads along the blade guide sleeve. Dimensional inspection: a dimensional inspection cannot be performed due to complex geometry of the device. Can the complaint condition be replicated- yes, the complaint condition can be replicated during functional test. Complaint confirmed: no, the complaint cannot be confirmed based on the available information. Investigation conclusion: the reported condition of the complaint device (buttress/compr-nut) is not confirmed. No defect was found along the device, reported condition is likely due to stripped condition of the mating device (blade guide sleeve). There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/ specification review. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot - part #: 03.037.016 synthes lot #: 9405831 supplier lot #: n/a release to warehouse date: 16 mar 2015 manufactured by: werk hägendorf no ncr's generated during production. Device history review - review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: h3, h6: the device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.